Event description:
Related manufacturer report number: 2017865-2022-39132. It was reported that high capture threshold was observed on the right ventricular (rv) lead and right atrial (ra) lead. The device was reprogrammed to resolve the event and the patient was in stable condition.